Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's blood glucose was all recorded on their date table. The customer's blood glucose was 267 mg/dl at the time of the call. Troubleshooting found there was several blood glucose events missing from the data table. The mother stated their son did not always check their blood glucose, which could explain the discrepancies between the readings. No additional information provided.